Manufacturer narrative:
The insulin pump had an intermittent button response due to flattened act keypad dome. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump's act button was not responding properly. Caller reported that the button needed to be pressed several times to get a response. Blood glucose level at the time of the incident was not provided. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.